Event description:
Reference number (B)(4). Event occurred in canada. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, reported that patient required hospitalization/emergency medical treatment due to any blood glucose level dka seizure or diabetic coma. Patient was admitted to hospital on (B)(6) 2024.length of hospitalization was 65 hours. The blood glucose level was 30mmol/l. Patient went to emergency room for treatment of high blood glucose level. Nausea, vomiting abdominal pain symptoms were reported at time of hospitalization. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure. E1: patient city: (B)(6).